Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. The customer returned a piece of the surgical coat that was burnt. Review of the complaint history records were performed which confirmed no inconsistencies. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that the end of the light guide caused a burn mark on a surgical coat. The light guide was connected to the light source where brightness at the time of the incident was set at 10. The light guide was not yet connected to the arthroscope. Standby mode was not activated; the light was on, when the incident occurred. Neither staff nor the patient came to harm as a result of the incident.